Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer changed the supplies on the pump and the occlusion had reoccurred. The customer's blood glucose (bg) level was 490-500 mg/dl. A bolus was delivered and insulin injections were used to address the bg level. During troubleshooting for the current occlusion, air bubbles were noted in the tubing and luer lock. Although the customer had just changed the cartridge prior to the last occlusion, the insulin initially appeared to be gel-like when exiting the luer lock and then the drops of insulin had a "normal consistency". The customer changed the supplies on the pump. The customer completed the system check and the pump was found to be operating as intended.